Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center displayed an inadequate image and the scope detection is not working. The issue was found at the beginning of a therapuetic total colectomy procedure. The procedure was completed with a similar device with a minimal delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by failure of the light module, faulty optic harness, and failure of switch. Olympus will continue to monitor field performance for this device.